Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint alleging that the device was scratched can be confirmed. However, the trocar and sleeve involved with the case was not returned with the device therefore we cannot confirm that the sleeve was jammed inside the guide frame. The sleeve plate of the guide frame was inspected for the reported defect, and it was observed that one of the sleeve grooves were scratched on either end as well as the retention plate encompassing the groove. The trocar and sleeve used during the case was not returned with the device, therefore we cannot confirm that the sleeve was jammed inside the device. A possible root cause for the scratches present on the device may be due to the user not tightening the sleeve completely within the device. When the sleeve is not tightened down fully, unintended sleeve movement during drilling can occur within the grooves of the device therefore causing the scratches. However, given the information provided we cannot discern a definitive root cause for the reported cosmetic failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k; awareness date for follow up 2 initially reported january 24, 2019 but should have been february 25, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: subsequent follow-up with the customer, additional information was received. The reporter clarified that the failure was noted at the beginning of the procedure. It was clarified that the surgery was completed with a new device as alternative products were readily available. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the drill sleeve with trocar of the device has tilted into guide frame. The sleeve showed grinding marks and the guide frame was also roughened. There was no patient harm or surgical delay reported and the surgery was completed normally. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.